Event description:
Customer reports the system did not boot or power up. Hard drive at fault. No pt injury was reported.

Manufacturer narrative:
The svc rep troubleshoot the system. He ordered new scsi hard drive for unit. Replaced scsi hard drive. Reloaded ver 18 software in unit. Tested, recorded cine runs and verified operation. Returned to service. Unit working as intended.